Event description:
Source: (B)(6). Micro-tech endoscopy (B)(6) patient immediately after the second hemostasis clip was prematurely deployed. Endoscopic, esophagogastroduodenoscopy (egd) (B)(6) hematemesis and melena / product details: microtech endoscopy- locado repositionable hemostasis clip 22 mm/235 cm upnl035040 lot numbers m250609231 & m24113232). Pt: 4582. Device: 1484. Reference report: mw5190100. This report captures: lockado max- lock-g-26-235-c-n) #1.